Event description:
Client was using patient maintenance to perform moves of stays operation which subsequently sent the wrong billing number during an adt update to softweb, softpath and softmedia. The incorrect billing number transmitted via internal adt to softweb, softpath and softmedia were then applied to a different patient records. Billing numbers in softlab were correct. External adt transactions were not affected. No adverse patient event is associated with this issue.

Manufacturer narrative:
The client reported the product malfunction on softlab 4.0.3.13.2 affected versions include: 4.0.1.0-4.0.1.16, 4.0.2.0-4.0.2.10, 4.0.3.0-4.03.13, 4.0.4.0-4.0.4.5. Method: inspected source code of program.